Event description:
It was reported that patient's implantable cardioverter defibrillator was unable to communicate with transmitter. Patient presented in-clinic for follow-up, it was noted that implantable cardioverter defibrillator was not able to interrogate with rf antenna and programmer. The issue was resolved by software upload. The patient was stable.